Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.

Event description:
While performing a therapeutic plasma exchange procedure the operator noticed air in the return line. The operator was able to pause the procedure and remove the air. The operator elected to stop the procedure at that point. Per the customer site the pt was "okay" post-event. The customer declined to provide the remaining pt info. This report is being filed due to the potential for injury.